Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there were vertical lines across the bottom display on an 840 ventilator. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcbs. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.